Event description:
The trilogy100 ventilator was returned to the manufacturer for evaluation and the device did not meet acceptance criteria of evaluation process for the following conditions: critical error code e-193 and e-290. The device's internal battery was replaced to address the issue. There was no harm or injury reported. The inlet air path assembly and removable air path foam was replaced per remediation. There were additional findings: toolbox shows I=0 ma.